Manufacturer narrative:
Initial reporter - this report was sent to medtronic through FDA's medwatch program. The report did not contain the initial reporter's information. Mw5074453 the device was not returned, therefore, we are unable to perform further root cause analysis. All devices are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from FDA's medwatch program that a neurosurgery was performed on a high risk thrombectomy cerebral vascular accident (cva) patient. The patient was not a tissue plasminogen activator (tpa) candidate secondary to eliquis (anticoagulant). During thrombectomy, the mechanical thrombectomy device grabbed. The clot and the stent were being pulled out together. While pulling backwards on the clot and the stent, the connected wire broke off and the stent became lodged in the carotid artery and could not be removed despite best efforts. This worsened the patient¿s stability and forced the end of the case. The patient was then transferred to the intensive care unit (ICU). Multiple co-morbidities were revealed in the ICU including probable lung and abdominal masses, the patient was not recovering neurologically, transitioned to comfort care and expired. Date of thrombectomy was 2017, date of death was 2018.